Manufacturer narrative:
Additional information included according to CAPA-648.

Manufacturer narrative:
H3, h6: a polarstem collar reamer guide (75102205), used in treatment, was received for evaluation. It was reported that during procedure and inside of the patient the spring mechanism of the polarstem collar reamer guide broke while in use. Surgical delay was greater than 30 minutes. A visual analysis could confirm that the hook of the reamer guide is broken apart. All pieces including the spring were returned for evaluation. The reamer guide shows some minor signs of use. The production documentation was reviewed, there were no deviations found. The review of the complaint database showed that similar cases were reported in the past, one of which led to a corrective and preventive action. A design review was performed which demonstrated that the hook may contact the reamer if it is not fully engaged to the rasp during reaming. This collision might lead to a fracture of the hook and the spring can become loose. However a breakage was not reported in this case. A new design of the device has been released in order to prevent the reoccurrence of this issue. The failure mode can be confirmed. The root cause is attributed to insufficient design specifications. Further investigations have been initiated to review the performance of this device. A field action was started to remove some batches of this instrument, including the one in scope, from the market. Smith and nephew will monitor this version of the device for further similar issues. The returned device will be archived

Manufacturer narrative:
A polarstem collar reamer guide (75102205), used in treatment, was received for evaluation. It was reported that during procedure and inside of the patient the spring mechanism of the polarstem collar reamer guide broke while in use. Surgical delay was greater than 30 minutes. A visual analysis could confirm that the hook of the reamer guide is broken apart. All pieces including the spring were returned for evaluation. The reamer guide shows some minor signs of use. The production documentation was reviewed, there were no deviations found. The review of the complaint database showed that similar cases were reported in the past, one of which led to a corrective and preventive action. A design review was performed which demonstrated that the hook may contact the reamer if it is not fully engaged to the rasp during reaming. This collision might lead to a fracture of the hook and the spring can become loose. However a breakage was not reported in this case. A new design of the device has been released in order to prevent the reoccurrence of this issue. The failure mode can be confirmed. The root cause is attributed to insufficient design specifications. Further investigations have been initiated to review the performance of this device. A field action was started to remove some batches of this instrument, including the one in scope, from the market. Smith and nephew will monitor this version of the device for further similar issues. The returned device will be archived.

Event description:
It was reported that during procedure and inside of the patient the spring mechanism of the polarstem collar reamer guide broke while in use. Surgical delay was greater than 30 min and it is not known how the procedure was finished.